Event description:
Baxter (B)(4) received a report of an infusor reportedly had a luer cap disconnect from the tubing. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination confirmed the reported condition of a disconnected luer and tubing. Microscopic examination of unit revealed, tubing presents a jagged surface at separation. The root cause of the broken luer near the base of the stem was determined to be excessive force. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.